Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the metrx flex arm is not locking in place. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by attempting to manually t ighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.